Manufacturer narrative:
Patient codes: 1333 labeled. Internal file number - (B)(4). The reported patient effect of dissection is listed in the xience proa, ce everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during the second procedure, a dissection was noted, as well as stent thrombosis. The additional stent, implanted as treatment of the thrombosis, also treated the dissection. The dissection resolved on (B)(6) 2019 no additional information was provided.

Manufacturer narrative:
Patient codes: 1969 labeled. Internal file number: (B)(4). The reported patient effect of myocardial infarctionis listed in the xience proa, ce everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the follow-up #1 medwatch report, additional information was provided that on (B)(6) 2019, the patient experienced an elevation in troponin levels and myocardial infarction was diagnosed. No treatment was provided and the event resolved without sequelae on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience proa, ce everolimus eluting coronary stent system, instructions for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure with implantation of a 3.5 x 15 mm xience pro a stent in the proximal right coronary artery (rca). The procedure was completed; however, the patient experienced angina and a second procedure was performed. It was noted that stent thrombosis was present at the proximal edge of the stent. An additional stent was implanted, overlapping the first stent, as treatment of the thrombosis and the event resolved the day of onset. No additional information was provided.